Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously high magnesium (mg) results generated by unicel dxc 800 pro clinical system. The erroneous results were reported out of the laboratory. One physician questioned a high mg result, which caused the lab to repeat that result and other mg results from that day. Unknown if patient treatment was impacted by this event.

Manufacturer narrative:
Qc pre and post event was within 1 sd of the mean. A bci field service engineer (fse) cleaned the sample mixer wash station insert. Fse also replaced sample and reagent mixers. A clear root cause can not be determined from this event.